Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same evert as 1043534-2013-01512. This event occurred in (B)(6).

Event description:
Allegedly the modular neck was broken due to fatigue. No other information was reported about the incident. Medium activity level. No trauma reported.